Manufacturer narrative:
It was reported that where the cardanic meets the light head the stop was allegedly broken and the light head was loose. A stryker field service technician (sfst) was dispatched. Upon arrival the sfst inspected the light head and determined there was separation between the two cardanic arms and the c-clip was not visible. Once the light head is returned to stryker and an investigation is completed a supplemental will be filed. There was no patient involvement or injury reported.

Event description:
It was reported that where the cardanic meets the light head allegedly the stop was broken and the light head is loose. There was no patient involvement or injury reported.